Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, before treatment, a crack was observed in the silicone arterial line/side at the bifurcation, so the patient was unable to dialyze. The catheter had been in use for 13 months. The catheter was not repaired. A cleaning agent, clinell wipes, was used on the device. Nothing unusual was observed on the device prior to use, and no other defects or damages were found on the product. The patient remained hospitalized for monitoring and dialysis. The patient, who was on home hemodialysis (hd), had the catheter removed on (B)(6) 2025, and a new 15.5f (french) + 23 cm (centimeters) hemodialysis catheter from another brand was inserted on (B)(6) 2025, as the intervention. With the new catheter, treatment was able to proceed and complete dialysis. The hospitalization occurred from (B)(6) 2025. There was minimal blood loss as a result of the event, and no blood transfusion was required.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted a cut in the arterial extension tube where it met the bifurcate/hub, which led to a leak. It was reported that there was a leak or hole on the extension tube at or near the bifurcate/hub. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur from clamping the tubing too close to the hub, which causes excess stress on the extension tubing and can lead to breaks or leaks where it connects to the bifurcate hub. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.